Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue; the piston rod is not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The black box data was reviewed and did not reveal any indication of a rewind issue. On investigation, the pump successfully performed rewind, load and prime steps without issue. The pump was exercised for 24 hours without any rewind issues. The rewind process completes fully. The keypad and keypad buttons were evaluated and found to be performing as expected. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components; the motor and motor flex connector were intact and fully functional. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction. (B)(4).